Manufacturer narrative:
The events of "seroma and hemorrhage" are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and hemorrhage.

Event description:
Patient representative reported hemorrhage and pain as well as "fluid collection". Device status is unknown. Affected side is unknown.